Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic event of 258 mg/dl blood glucose (bg) for 2 hours since he announced breakfast. He has no alerts, iob is accurate, and supplies are fine. His bg was coming down during the call. The agent called back later and bg was 185 mg/dl. The user did not report any symptoms during this event.